Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the tasp broke. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04) - provisional bottom. The reported event was able to be confirmed via product return. Visual examination of the returned product/provided pictures identified signs of repeated use, nicked/gouged/wear, and has fractured from the anterior of the medial side of the post feature across to the posterior of the lateral side of the post feature. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. Upon review of our reporting decision on fracture of articular surface provisionals: a review of all complaints for this product indicates that there has never been an event that has resulted in a death or serious injury. Therefore, zimmer biomet will not be reporting this failure mode going forward. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.